Event description:
It was reported that prior to a cryo ablation procedure, a loss of phrenic capture was reported in the right superior pulmonary vein (rspv). The case was aborted under general anesthesia. Subsequently, the right inferior pulmonary vein (ripv) was not isolated. It was observed that by the time the patient was taken off the bed, phrenic function has not recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed that at least seven applications were performed with a non-returned balloon catheter without any issue on the date of the event. Additional files showed system notice 50028 ¿vacuum valve(s3) failure,¿ multiple 50022 ¿vacuum pump failure,¿ and 11200 "there is a problem with the system" on the date of the event. In conclusion, the reported clinical issue (phrenic nerve palsy (pnp)) occurred during the procedure. The case was aborted under general anesthesia. The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The physical product was discarded by the facility. If information is provided in the future, a supplemental report will be issued.